Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025 and the location of leakage was not provided. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011473, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011473 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12, on 03/feb/2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a05095 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 02 feb 2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a05096 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 02 feb 2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a02504 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 19 jan 2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.